Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was not charging and also noted to be depleting quickly. The battery gauge dropped from 34% to 0% in 4 hours. Subsequently, the pump shut off. The customer's blood glucose (bg) level was impacted (262 mg/dl). No corrective actions were taken at the time of the call but the customer indicated that a manual injection will be used to correct bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.